Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that a cartridge burst when advancing the iol in the shooter during a cataract removal with intraocular lens (iol) implant procedure. A bend and crack were noted in the iol paracentrally. The iol remains in the eye. The iol has been rotated so that crack is under the upper eyelid. There was no obvious impact to the patient. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified iol. The customer indicated the use of a viscoelastic and handpiece which are not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the directions for use (dfu). Information was provided that just "a drop" of viscoelastic is placed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical devices (ovd), which may result in damage. In addition, the viscoelastic indicated is not qualified for use with this cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The indicated handpiece is not qualified for use with this cartridge. The use of non-qualified combinations may lead to delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).